Event description:
It was reported that during a hals left colon resection procedure, the surgeon reported that there were no staples in the device. After having used a device from a competitor to transect the rectum to complete an end to end anastomosis that did not fire properly, they used an endocutter with three blue reloads to successfully transect the rectum. The surgeon's partner, inserted a circular stapler and when he fired it, he said it felt like something was not right with the device. They inspected the anastomosis to find a perfect donut in the proximal end, but no distal donut and no stapled anastomosis. No staples were found in the narrow male pelvis. The surgeon created a purse string on the rectal stump and fired a second circular stapler to successfully to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.